Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-50, serial#: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing thigh and leg pain following a permanent implant procedure. The physician believed that the symptom was not device related but rather procedure related. The patient was admitted to the hospital. It was unknown whether medical intervention was given.